Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1540p, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient had a revision before and that's why they implanted a new one but right now their device is working properly. No other information provided.